Event description:
Information received from the field notes that the patient was in surgery post av nodal ablation. During the implant procedure, after connecting the pulse generator to the lead, no pacing was evident. Program changes were made and the temporary pacemaker was turned off. The device still did not pace.